Event description:
It was reported that the customer had high blood glucose levels of 356 mg/dl. The spouse of the customer reported that the customer was in the hospital. The spouse of the customer requested assistance setting up the temporary basal on the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.